Manufacturer narrative:
The proximal set up joint (suj) was returned for failure analysis and the reported error 32100 was confirmed but not replicated. In lighthouse, error 32100 was confirmed indicating that the axes controller setup (acu) board reported a voltage monitoring fault. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the proximal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Based on these findings, failure analysis determined that the acu board is the potential root causes for this issue. The arm 4 flex was returned for failure analysis, and the visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 23062 had occurred. Installed flex on an internal equipment, fixture, or tool (eft) system and power cycled with no errors. When moving flex back and forth the system received error 23907 but was unable to replicate error 32100. Unable to replicate reported issues during system testing. Root cause could not be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the arm 4 flex and proximal set up joint (suj) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that an arm4 32100 error occurred while the site was attempting to drape the system, with the patient already in the room and asleep. The site attempted multiple power cycles and an emergency power off (epo) without any change in the situation. The csr planned to discuss with the doctor whether to proceed with the case using three arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
While the failure was not replicated during in-house testing of the returned parts, the error observed in the system logs indicates the acu had a voltage monitoring issue. This issue may be resolved by field service engineer service of the system to replace the affected parts.

Event description:
Refer to h11 for follow-up information.